Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1). It is alleged that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and ventralex st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI, expiry date),g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st mesh(device #2). An additional supplemental emdr was submitted to represent the bard/davol flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1). It is alleged that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and ventralex st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent umbilical incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿previous supraumbilical incision was made through the skin and subcutaneous tissue. The hernia sac was dissected out. A bard flat mesh (device 1) was placed into the defect and closed with sutures.¿ on (B)(6) 2009 - patient was diagnosed with pain, scar tissue thereby underwent open repair with removal of scar tissues. Per operative notes, ¿an incision was made through previous old scar. There were multiple scar tissues which were removed entirely. The "stitch" knot was removed which was the cause of pain. The wound was irrigated. The defect was closed with sutures.¿ on (B)(6) 2010 - patient was diagnosed with epigastric incisional hernia thereby underwent open repair with primary hernia repair. Per operative notes, ¿an incision was made through previous old scar. The small hernia sac was dissected out. The defect was closed with sutures primarily.¿ (B)(6) 2011 - patient was diagnosed with recurrent epigastric incisional hernia, pain thereby underwent open repair with explant of bard flat mesh (device 1) and implant of biological mesh. Per operative notes, ¿a transverse incisional was made in the epigastrium. The hernia sac was dissected out. Previously placed mesh some of the edges were turned up. Previously placed (device 1) mesh was dissected out. A biological mesh was placed into the defect and closed with sutures.¿ on (B)(6) 2012 ¿ patient was diagnosed with recurrent incisional hernia; scar tissue thereby underwent open repair with implant of ventralex st mesh (device 2). Per operative notes, ¿a transverse incision was made through skin. The hernia sac was dissected out. There were scar tissue present in abdomen which were taken down. A ventralex st mesh (device 2) was placed into the defect and closed with sutures.¿ on (B)(6) 2012 - patient was diagnosed with chronic lower abdominal pain, adhesion, thereby underwent open repair with lysis of adhesion. Per operative notes, ¿an incision was made into the left upper quadrant. There were dense adhesions in the right lower quadrant. All adhesions were taken down. The appendix was dissected out. The defect was closed with sutures.¿